Event description:
It was reported that after implantation of a vena cava filter, two filters limbs detached and were reportedly discovered at the pt's lung and heart. No other info is available at this time.

Manufacturer narrative:
The identity of the vena cava filter was not reported to date. Therefore, neither the brand name or the catalog number can be provided. The lot number was also not provided, therefore, the device history records could not be reviewed. The investigation is currently underway.